Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his left side, under the therapy electrode. The area was described as an irritation. The patient's doctor advised him to treat the irritation with hydrocodone. During a follow-up, the patient stated that the irritation was still there. The final medical outcome of the irritation is unknown.